Event description:
It was initially reported that the device had an unspecified accuracy issue. Additional information provided by the customer noted that a bag of heparin 25,000units/250ml, intended to run at 12.5ml/hr, was infused within one hour. No interventions were done and the patient was just monitored. There was patient involvement but the information on patient impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device return to manuf., device eval by manufacturer, if other specify, imdrf annex a,g,b and c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was initially reported that the device had an unspecified accuracy issue. Additional information provided by the customer noted that a bag of heparin 25,000units/250ml, intended to run at 12.5ml/hr, was infused within one hour. No interventions were done and the patient was just monitored. There was patient involvement but the information on patient impact is unknown. Although requested, additional information was not provided.